Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19feb2019. Reporter phone number unknown. The customer was provided with part number and price for the cpu tray cover. No parts were returned to philips for failure analysis, therefore, a root cause could not be established.

Event description:
It was reported that the ventilator had a broken nut from the central process unit (cpu) tray cover. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. The event date was not specified; estimate used.